Event description:
The customer reported that she activated the device on (B)(6) at 9:55 pm and gave a 1.27 unit bolus at 10:02 pm (no blood glucose or food intake reported for that night). Her blood glucose, carbohydrate intake and insulin bolus history for the next day ((B)(6)) is as follows: she also reported that at 3:30 pm, her continous blood glucose monitor read "high", so she took between 7 and 10 units by manual injection. The device was deactivated at 3:39 pm and the cannula was bent to a right angle.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.